Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. 21 cfr 801.116 outlines the conditions upon which a device is exempt from adequate directions as follows: "sec. 801.116 medical devices having commonly known directions: a device shall be exempt from section 502(f)(1) of the act insofar as adequate directions for common uses thereof are known to the ordinary individual." Correction: d10, h3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the connection piece on the end of the tubing became hooked on the catheter, and caused the catheter to disconnect from the tubing. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the connection piece on the end of the tubing became hooked on the catheter, and caused the catheter to disconnect from the tubing. No medical intervention was reported.